Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and downloaded the diagnostic report (drpt). It was then confirmed in the drpt that display error code battery failed had occurred. Error code battery failure was then confirmed to be a battery failure. The fse replaced the battery to resolve the issue. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.